Event description:
It was reported that the customer's insulin pump was alarming button error and the display screen was frozen. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 198 mg/dll at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response on act button due to corroded keypad traces. The time advanced properly during testing. No frozen screen noted. Insulin pump had minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).